Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that when powering on the ventilator, the screen was blank (black). There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire medical factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to the power cable on the display panel not being seeded properly in the connector backlight board. Factory service reconnected the cable and the display worked properly. The unit meets manufacturer's specifications.